Event description:
The manufacturer became aware of a literature published by department of orthopaedic surgery, saiseikai senri hospital, japan. The title of this report is ¿treatment of distal femoral fractures using retrograde femoral nails in elderly patients¿ published on july 1 2015, which is associated with the stryker t2scn system. The article can be found at https://doi.org/10.11359/chubu.2012.1409. This report includes analysis of the clinical data that was collected on 57 patients, the cases in this study range from april 2009 and october 2014. During the review of the literature, it was not possible to establish specific device details, patient information, and at this time no additional device information is available. It was reported that 1 patient experienced fracture at implant tip occurred 1 month after surgery.

Manufacturer narrative:
This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged 1 patient that experienced fracture at implant tip occurring 1 month after surgery as mentioned in the literature could not be confirmed, since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Manufacturer narrative:
Please note correction to d3 (manufacturer entity). Additionally, please note correction to h1: this is not a summary report. The number of events summarized field is blank as this MDR submission pertains to one patient. Link to the published article: https://doi.org/10.11359/chubu.2012.1409.

Event description:
The manufacturer became aware of a literature published by department of orthopaedic surgery, saiseikai senri hospital, japan. The title of this report is ¿treatment of distal femoral fractures using retrograde femoral nails in elderly patients¿ published on july 1 2015, which is associated with the stryker t2scn system. The article can be found at https://doi.org/10.11359/chubu.2012.1409. This report includes analysis of the clinical data that was collected on 57 patients, the cases in this study range from april 2009 and october 2014. During the review of the literature, it was not possible to establish specific device details, patient information, and at this time no additional device information is available. It was reported that 1 patient experienced fracture at implant tip occurred 1 month after surgery.